Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The patient underwent a normal device replacement. During the procedure the lead was tested, and a small amount of noise was reproducible; however, was not sensed by the device. It was determined that the lead was functioning appropriately and remained implanted with the new device. The sensitivity was reprogrammed. No adverse patient effects were reported.